Event description:
Caller reported a cartridge alarm during the pump¿s load process. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.